Event description:
It was reported that a boston scientific device was implanted. According to the complainant, the patient experienced an unknown injury. According to the physician¿s office, the patient was last seen on (B)(6) 2012 and there were no complications noted and reported. All other information is unknown. Should additional relevant details become available, a supplemental report will be submitted.